Manufacturer narrative:
No product has been returned for evaluation therefore root cause is unable to be determined.

Event description:
During literature review it was identified there were 174 complications encompassing 15 studies with 336 magec patients. Of the reported complications, there were 6 proximal junctional kyphoses. No other information was provided.